Event description:
Customer states: "dr at hospital reported that a ureteric stent fragmented in situ. The stent was seen to be broken on the x-ray pre-op. Customer reported type of stent and lot number unknown. Stent was placed at hospital in 2006 and removed at the hospital five months later."

Manufacturer narrative:
One used stent, in 5 separate pieces, without packaging was received. The stent was noted to be a 4.7 sof-flex stent (039524) not a multi length (039500 as customer first reported), customer notified. The stent pieces were noted to be heavily encrusted. Grasper marks were noted 7.5cm from the separation on the distal end of stent fragment. Grasper marks were also noted 3.5mm from an ink mark on the straight segment. Most of the sideports were noted to be cracked from the sideport out, from the ones that are visible. The five (5) pieces were all noted to be separated at the sideport. After measuring the fragments, all pieces of the stent had been removed. As stated in the information booklet, individual variations of interaction between stents and the urinary system are unpredictable. Customer was contacted for additional information; should any additional information become available, it will be forwarded to the appropriate personnel.